Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to operator error . However, this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the entire test and calibration process takes approximately 90 minutes. Operator assistance is required only in certain stages: ¿ stage 1: warm-up, flow check, and inlet pressure calibration: 12 minutes, automatic. ¿ stage 2: patient temperature calibration: 5 minutes, operator assistance required. ¿ stage 3: water temperature calibration: 18 minutes, operator assistance required (at completion). ¿ stage 4: water temperature calibration, heater check: 33 minutes, operator assistance required (at completion). ¿ stage 5: temperature out calibration: 25 minutes, operator assistance required (at completion). Initiating a calibration or test. A. Replace the fluid delivery line with ctu. B. Connect the blue circular connector labeled ¿pt1¿ to the connector patient temperature 1 (larger thermometer and patient symbol). C. Connect the blue circular connector labeled ¿pt2¿ to the connector patient temperature 2 (smaller thermometer and patient symbol). D. Connect the black circular connector labeled ¿to¿ to the connector labeled ¿temp out¿. E. Power on the arctic sun® temperature management system control module. F. Press the advanced setup button on the therapy selection screen. G. Press the start button next to calibration on the advanced setup screen. H. Select sensor calibration to perform a calibration or calibration check of the arctic sun® temperature management system. I. Adjust the values a to h on the ctu calibration screen to match the values on the ctu label. Press continue when complete. J. Select either new calibration or check calibration and follow the on-screen instructions." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the calibration testing unit has the wrong calibration label on it. It was marked as serial number (B)(6) when opened the inner label was serial number (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the calibration testing unit has the wrong calibration label on it. It was marked as serial number (B)(4) when opened the inner label was serial number (B)(4).